Event description:
It was reported that an alert was received via (B)(6) for possible output circuit damage. Episodes of vf were observed due to oversensing of noise on both the atrial and ventricular leads. It was determined that the patient had a total left shoulder replacement surgery on the same date as the alert. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.